Event description:
The customer reported the waste chamber (vc222) was not draining when using the unicel dxh 800 coulter cellular analysis system. The customer also reported the instrument was generating several flowcell clog errors. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed waste chamber vc222 was not draining, and replaced vc222. The fse also found bloody debris in the sample line to the flowcell and replaced the part, resolving the flowcell clog errors. (B)(4).